Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in intensive care unit for three days and hospitalized for a total of six days on (B)(6) 2015. The customer passes out when his blood glucose level is high or low. Customer's blood glucose level was over 600 mg/dl. He was treated with IV and insulin. The customer was wearing the insulin pump at the time of the urgent care visit. The customer had issues with the sensors. He also experienced a low blood glucose level of 30 mg/dl and fell over. The device was not returned.